Event description:
Physician was using two stents (paramount's) side-by-side, however, in the left side there was a total blockage, so physician pre-dilated the total occlusion on the left common iliac. He positioned the two 8x36 paramounts as kissing stents in the common iliac and inflated both paramounts at the same time. Due to poor radio-opacity of the paramount stents; it was not evident that the left paramount stent had slipped approximately 1cm back proximal on the balloon. Upon successful inflation of the nominal pressures of the balloon, the balloons were deflated, balloons were then removed from pt, however, left balloon repositioned the stent and missed the stenosis, and distal tip of stent was not fully deployed due to slippage. This was not apparent to the physician, so he pulled the stent into the final landing position into the left external iliac. A boston express stent was introduced and deployed at the original stenosis. Very successful outcome for the pt. Total occlusion calcified lesion and long sheath was not used, used a 6fr. Sheath on both sides.